Event description:
Report of a free flow during use on a pt was discovered during a search of the maude adverse event report database. The report states "the channel was delivering levophed. Blood pressure was rising and pump was turned off. Blood pressure continued to raise so drip was removed from IV line. IV fluid was free flowing despite being on the pump and channel being turned off." Contact info for the initial reporter was requested from the FDA, however no further contact info was provided. No other customer, pt or event info is available.

Manufacturer narrative:
(B)(4). Although the medwatch indicated the product was available for eval, the product was never received and root cause of the customer's reported free flow could not be determined. Reporter of the medwatch was not identified.